Event description:
Plaintiff reports initial bilateral implantation in 1982. Plaintiff alleges "...injuries as a result of...implants containing or consisting of silicone, silicone gel, and or an elastomer made of silicone."